Event description:
During a remote follow up, episodes of far field r wave oversensing and inappropriate mode switching were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.